Event description:
Customer called to report problems with the motor on the insulin pump. However, the insulin pump's history file does not show a motor error alarm. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the device was received with loud motor noise during rewind due to a faulty motor. The unit was received with cracked reservoir tube lip and minor scratched lcd window.